Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor had leaked during patient use at the patient's home. It is unknown where the leak was occurring from. There is patient involvement, but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the reported complaint incident for leak was not confirmed. A leak test was subsequently performed by filling the unit with green water then monitored for 24 hours. During fill, no signs of leak were found on the unit. After 24 hours of leak monitoring period, still no signs of leak on the unit. No leak was found anywhere on or in the infusor unit during leak test. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.